Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon evaluation, the t3 transformer was defective and measuring 0 ohms across pins 1 and 3. The cause of the inability to recognize an ECG signal is the defective transformer. The root cause of the defective transformer cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to recognize an ECG signal.